Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, arm 1 was not recognizing bipolar instruments. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that this was only occurring with bipolar instruments on arm 1, and the same instruments worked on the other arms. The date of the complaint was unknown, possibly the week prior. The csr stated that the site had been using the other arms for bipolar instruments. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced universal surgical manipulator (usm) 1 to resolve the issue with recognition. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis (fa). Fa was able to confirm through related notification and replicated in-house. The unit was tested on an in-house system in normal mode where issue is replicated with error 31087, 31088 pointing ac_3f/acc. The unit was also tested on psc fixture test platform (pftp) where issue is replicated with carriage switches test failed radio frequency identifier device (rfid). Troubleshooting the issue, using a golden rfid antenna pftp carriage and the switches test passed on retry, performing an aba issue comes back. After a further investigation fluid intrusion/contamination/damage was not found on usm or carriage parts related to main RMA report. Logs confirmed error 31087, 31088 pointing carriage rfid.